Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised unit had no alarms and replaced on off switch and unit works fine now.